Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
Product has been returned and evaluated: right wheel lock loose, can't lock back canes, right side snap button doesn't pop through to lock the back cane.

Event description:
Product has been returned and evaluated: right wheel lock loose, can't lock back canes, right side snap button doesn't pop through to lock the back cane. The provider states fold down brackets are loose and the wheel locks are as well.

Event description:
The provider states fold down brackets are loose and the wheel locks are as well.